Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces for analysis measuring 9.5 cm from the connector pin and 35.6 cm from the distal portion. External insulation abrasion was noted at 13.6 cm to 13.9 cm consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.